Manufacturer narrative:
A ge rep evaluated the system and replaced two blown fuses. The system operated as intended.

Event description:
The customer reported a loss of live image and the system would not produce x-rays. No patient injury was reported.